Manufacturer narrative:
The device was not returned for analysis. A review of the manufacturing records identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported difficulties and subsequent treatment appear to be related to an interaction of the device with patient anatomy, suture pulled until it breaks, or tensioning angle is not being coaxial due to circumstances of the procedure. There is no indication of a product quality issue with respect to design, manufacture or labeling of the device.

Manufacturer narrative:
The customer reported the device is not returning. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The additional four proglide devices referenced are filed under separate medwatch report numbers.

Event description:
It was reported that suture placement with two proglide devices was successfully achieved in the right common femoral vein via a 6fr sheath using the preclose technique prior to an electrophysiology (ep) watchman procedure. The sheath was upsized to greater than a 14fr and the ep watchman procedure was completed. When advancing the knots post procedure, the preplaced sutures of both proglide devices broke. Three additional proglide devices were attempted to be deployed; however, a cuff miss occurred with all three. Manual arterial compression was applied to achieve hemostasis. There was no reported adverse patient sequela. There was no reported clinically significant delay in the entire procedure. No additional information was provided.